Manufacturer narrative:
A manufacturing record review for the production order (po) including sterilization batch revealed that this serial number lens was manufactured according to specification. There is no associated deviation or non-conformity report found during the manufacturing record review for this complaint. A search in the complaint database revealed that there are no other complaints for this order number received to date.   The directions for use (dfu) was reviewed which adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the record review and the labeling review,there is no indication of a product quality deficiency.  All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). There was no patient contact reported. Concomitant product: 1mtec30 cartridge, lot #: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling, but prior to insertion there was debris on the intraocular lens. Reportedly, there was no patient contact. No further information was provided.